Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of user facility; patient was intubated with an endotracheal tube and ventilated using the listed ventilator. According to reporter, the settings chosen for the ventilator were similar to previous settings used for this patient on different equipment (ge aisys cs/2 ventilator). Reporter stated the tidal volume setting was 450 ml and the frequency was set for 12 breaths per minute (same as earlier ventilation settings with same patient). According to reporter, during ventilation with the listed ventilator, the patient showed larger chest movements than during previous ventilation using other equipment. In response, the user lowered the tidal volume setting, eventually down to 150 ml. However, even after the tidal volume setting was lowered, reporter stated the co2 monitoring device information demonstrated that the tidal volume delivered was greater than programmed. Distributor reported patient sustained an injury; additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected; this device showed no damage to the device. The returned device was given functional testing. During functional testing, the device did not meet with specifications for the positive end expiratory pressure when the peep setting of 20 cmh2o was selected: this issue could have led to the problem described by reporter. During internal examination of the device, the issue was determined to have been caused by a problem with the peep needle component. Once this component was replaced, the device was found to meet with specifications. Review of complaints reported over the past two years shows no similar issues reported. An issue was confirmed with the returned device; at this time no trend for this reported issue has been identified. No corrective action has been identified at this time.